Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Non-sustained rv oversensing due to post-paced t-wave oversensing was observed on stored egm. Programming changes were made.